Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer states that he was hospitalized on (B)(6) 2017 and still in the hospital due to hyperglycemia. The wife answer the call and she didn't give any other information about the hospitalization. Several follow up calls were made to ensure the customer's condition - unable to establish contact with the customer at this time.

Event description:
Customer called in for assistance running blood tes. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 458mg/dl fasting during the training call. The customer's expected fasting blood glucose test result range is undisclosed. The customer reported symptom of feeling lightheaded. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test results of 458mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.